Event description:
It was reported that the patient had a bad experience with the pain stimulation trial. It was stated that the patient had trouble ¿getting it in.¿ the next day, the patient had sharp pains on her left side. The doctor reportedly opened his office on sunday and ¿pulled out the cord that they thought might be bothersome.¿ the patient had another pain the same day. The next day the patient had x-rays taken of the right side and the lead was ¿crimped¿ and pinching a nerve. So, the lead was removed. It was noted that the patient did not want to feel stimulation all the time and that it ¿did not touch¿ her pain.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).